Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap autosv adv device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, device had dust fail contamination. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction